Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported to st. Jude medical that the patient received inappropriate therapy due to double counting. The lead was found to be dislodged. The lead was explanted.